Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b1 (is product problem) and h6 (clinical and impact codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). Corrected: g1.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address cup migration and loosening causing a dislocation as the result of an infection. Update rec'd - the patient's medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 03/30/2016. Update ad 09 apr 2018: pfs and medical records received. In addition to what was previously alleged. Pfs alleges injury, associated disability and ongoing medical and physical problems due to failure of the device. After review of medical records for MDR reportability, patient was revised to address aseptic loosening. Operative findings reported of fibrous ingrowth of acetabular component. Revision notes stated that there was significant amount of scarring and fibrous ingrowth. There was no evidence of infection. Radiographs suggested migration of the acetabular component. Doi: (B)(6) 2013 - dor: (B)(6) 2016 (right hip).

Event description:
Ppf alleges loosening of stem. After review of medical records patient was revised to address aseptic loosening, right total hip replacement. Operative findings noted fibrous ingrowth, right acetabular component. Added patient harm. Stem were added due to alleged loosening. Doi: (B)(6) 2013 - dor: (B)(6) 2016 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).